Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the insulin pump alarmed motor error. Customer stated they woke up motor error. Customer's blood glucose was 22.0mmol/l. Customer also mentioned they noticed moisture under screen. Advised customer to discontinue the use of the insulin pump and revert to back up plan.